Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy due to cardiac resynchronization therapy defibrillator (crt-d) detection of atrial arrhythmia in progress during ventricular fibrillation (vf) and ventricular tachycardia (vt) zone event. The device remains in use. No further patient complications have been reported as a result of this event.